Event description:
It was reported that the pump of this inflatable penile prosthesis was not working properly, as it was squeezed but it did not inflate back. A revision surgery was performed, during which cylinders and pump were removed and replaced. There were no patient complications reported.